Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 were not detected on the bus, no lights on module or drawer controller. A field service engineer (fse) replaced module controller 3.2 worked, but 3.1 caused power cycling. Replaced 3.1¿s retractor band and unplugged row board cable, issue persisted. Then replaced the drawer controller and reassembled the unit. The system functioned as intended after the fse repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had failed and shows "require maintenance" error when trying to recover. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the reported condition of "require maintenance error when trying to recover" was confirmed during fse testing and subsequently confirmed during the dchu testing and inspection process. According to work order #(B)(4), the fse reported that it was found that drawers 3.1 and 3.2 were both not detected on bus, there were no lights from the module controller or the drawer controllers. The fse replaced module controller, plugged only 3.2 into it and it worked. But when it was plugged 3.1 into it, station would cycle power every second. The fse replaced retractor band of 3.1 and unplugged row board cable to isolate drawer controller, issue persisted. Finally, the fse replaced the drawer controller of the station and put everything back together. The fse tested both drawers 3.1 and 3.2 using the final test in the hardware test application. The report was closed. During dchu visual inspection: pn 151622-01: the "pcba dwr cntlr v1.10/v1" was received with no signs of physical damage, fluid ingress or missing components. Pn 151630-01: the "pcba pmc v1.06/v0.09bl hh" was received with no signs of physical damage, fluid ingress or missing components. Pn 353844-01: the "assy retractor dwr hh cubie" was received with copper strands in contact with adjacent copper strands. During dchu testing: pn 151622-01: was evaluated on an esd protected surface with a calibrated dmm and it failed during the resistance testing on components d501 and mosfet q501. No further testing was required. Pn 151630-01: was evaluated on an esd protected surface with a calibrated dmm and failed during the f201 resistance testing. Pn 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint was identified as: a faulty diode d501 and mosfet q501 on the "pcba dwr cntlr v1.10/v1" which led to circuit instability and ultimately compromised the drawer's functionality. A blown fuse f201 on the "pcba pmc v1.06/v0.09bl hh" which led to circuit instability and ultimately compromised the drawer's functionality. A short between adjacent copper strands of the "assy retractor dwr hh cubie" which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had failed and shows "require maintenance" error when trying to recover. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. As per part investigation, it was determined that the failure was due to faulty d501/mosfet q501, a blown f201 fuse, and retractor cable shorting affecting functionality there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed and shows "require maintenance" error when trying to recover. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.